Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported right side pain and seroma not related to the device. Healthcare professional later reported rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the manufacturing process. Pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases wear abrasion and stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side pain and seroma not related to the device. Healthcare professional later reported rupture. Device has been explanted and replaced.